Manufacturer narrative:
The patient died on (B)(6) 2020 due to myocardial infarction. The exact time of death was requested but not provided. All three ck-mb results on the initial sample, measured on the c501 system are above the cut off of 24 u/l as defined in product labeling. Product labeling states: for myocardial infarction diagnosis using the combination ck and ck-mb (activity), and representing a ck consensus value based on long-term experience: 1. Ckmen > 190 u/l (3.12 ukat/l). Ckwomen > 167 u/l (2.87 ukat/l). 2. Ck-mb > 24 u/l (0.40 ukat/l). 3. The ck-mb activity accounts for 6-25 % of the total ck activity. When myocardial infarction is suspected the diagnostic strategy proposals in the consensus document of european and american cardiologists should in general be followed. It is known that a rise in ck-mb is not immediate if myocardial ischemia occurs. It was stated by the customer that the ECG was discrepant to the ck-mb result which was slightly above normal range. In such situations, ECG leads the diagnosis and treatment decisions because it is the electrophysiologic picture of electric activity in the heart. In case of ischemic situations the electrophysiological process is disturbed by the necrotic heart tissue (because of ischemia) and this disturbance is visible in the ECG. In addition, the patient showed clinical symptoms. Therefore it is unlikely that ck-mb result contributed to the death. Investigations determined that no lot calibration was established for the ck-mb reagent lot that was used during the time of the event. The last valid lot calibration occurred on (B)(6) 2019 with a different lot number. Per product labeling, a calibration is to be performed after a reagent lot change. It was noticeable that abnormal aspiration alarms were present in the alarm trace on (B)(6) 2020 prior to the sample measurement indicating a pre-analytical issue present in the lab. As stated in the instrument operator¿s manual, when an alarm occurs, the customer is notified by the "alarm" button on the "system overview" screen where there is an alarm list with descriptions and remedies for each alarm. An underfilling of the sample tube (short sample draw) seemed to be present and therefore the li-heparin-sample ratio was not fulfilled. Additionally, the sample appeared hemolytic, but no serum indices results were provided. The customer used a sample tube manufactured by "improve". In general, there is no experience with this tube. No further details of the handling of such tubes were available. The performance of the reagent lot used in this event was reviewed and no product problem was identified. A handling issue at the customer site is the likely cause of the event as no calibration was performed on the reagent lot used, instrument alarms indicating a pre-analytical issue occurred, an underfilling of the sample tube was present and the sample was likely hemolyzed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ckmbl creatine kinase-mb on a cobas 6000 c (501) module. The patient was admitted to the hospital with chest pain on (B)(6) 2020 near 11:30 p.m. A sample from the patient was tested on (B)(6) 2020 at 00:21:18, initially resulting with a ck-mb value of 29.8 u/l. The initial result was reported outside the lab within 1.5 hours of patient admission. The 29.8 u/l value was questioned since it did not match with the patient's electrocardiogram (ECG) test results. The ECG report, the treatment of the patient based on these results, the disease condition of the patient, and medications were requested but not provided. The sample was repeated near 11 a.m., resulting with a value of 68.5 u/l. The sample was also repeated on (B)(6) 2020, resulting with a value of 43.7 u/l. The 68.5 u/l value was believed to be correct. The ck-mb reagent lot number was 458128, with an expiration date of (B)(6) 2020. With the information provided, the details of the event are not clear. The customer refused to provide additional information and also refused to send samples back as requested. Therefore we are reporting this event under an abundance of caution.